Event description:
It was reported that on (B)(6) 2013 the patient experienced a syncope episode. On (B)(6) 2013 the implantable cardiac monitor exhibited intermittent loss of ventricular sensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.